Event description:
It was reported that the customer had issues with his sensor and blood glucose level reading difference. His blood glucose level was 324 mg/dl but his sensor glucose reading was 40 mg/dl. The sensor was reading low and it was not accurate. He received a calibration error alarm. The product was returned. Nothing further to report.

Manufacturer narrative:
Reliability analysis: inspected 1 opened/used enlite sensor and performed bicarbonate buffer test. Sensor failed for high readings. Also found electrode split from tubing unable to confirm if customer received sensor damaged due to customer returned the sensor opened/used.